Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was able to replicate the reported issue. The fse replaced the insufflator to resolve the issue. The system was tested and verified as ready for use. Isi has received the insufflator; however, the failure analysis evaluation has not been completed.

Event description:
It was reported that the system insufflator stopped working during a malignant hysterectomy salpingo-oophorectomy procedure, which caused a rapid loss of insufflation and loss of vision. Troubleshooting was attempted, which included switching to the hospital gas line, restarting the system, and replacing multiple insufflation tubes, but the issue persisted. The da vinci insufflator was discontinued, and a third-party insufflator was utilized for the remainder of the procedure. There was no direct patient injury due to the loss of vision. There was a delay of roughly 15-20 minutes during a critical part of the procedure. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the insufflator associated with this complaint. Failure analysis confirmed the reported event. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto the known good in-house system and booted up with no issues. A valid tube set was installed, and the insufflator errored out for an invalid tube set. There was air leaking.

Event description:
Refer to h11 for follow-up information.